Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to field h3. The device was evaluated by olympus. The air/water channel and auxiliary water channel had foreign material. Additionally, there were non-reportable (non-pae) defects noted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign matter or why the foreign material remained in the device. However, it is likely the foreign material was simethicone and it remained in the device because the device was not reprocessed properly due to leak occurred at the scope cover and connectors. The root cause of the suggested events could not be determined. The event can be detected/prevented by following the instructions for use which state: - evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. -*evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign materials in the air/water tube and cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.